Event description:
It was reported that a selenia dimension procedure on june 16th, and the c-arm rotation switch did not work during the process. A field engineer examined the equipment and determined that the rotation switch under the c-arm was defective, the c-arm rotates even when the switch is released. The switch was replaced. The system passed all tests and meets the manufacturer´s specifications. No patient or staff injury was reported. No other information is available.